Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. The reported issue was able to be confirmed but unable to be duplicated. The unit ventilated without fault and all transducers passed calibrations. There is a substantial change in the calibration values of pt (B)(6) from the previous count values to the current values. This indicates a change in the characteristics of the transducer since the previous calibration did not affect pt (B)(6). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming transducer fault. There was no patient involvement.